Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection revealed that the distal tip of the inner shaft was broken off from the device. A review of the DHR supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root causes are the user applying too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or other metal objects, resulting in damage to the blade. Instructions for use (IFU): "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that during the procedure the shaver blade broke in the patient's knee. The piece was able to be retrieved without the need of a larger incision using arthroscopic graspers. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.